Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate intermittently in the past. There was no adverse impact to the customer's blood glucose (bg) level. The customer reported that the fill estimate was accurate at the time of speaking with tandem technical support.